Event description:
The line was placed in (B) (6) 2007, during routine removal, a hole/slit was noticed below the cuff. No patient harm indicated.

Manufacturer narrative:
The complaint concerning a split/leak on the catheter was confirmed; however, the failure mechanism is unknown. The returned 7fr d/l hickman catheter revealed traces of residual material and slight discoloration throughout the entire length of the catheter; an indication the catheter was placed for use. A leak was observed upon inspection of the returned catheter sample, approximately 0.9 distal to the cuff. A microscopic examination revealed a circumferential breach at the leak site, exhibiting granular and ridged characteristics. Despite a breach on the catheter tubing, both lumens were patent to infusion and capable of proper aspiration. No manufacturing-related effects were found associated with the catheter. A chr was not completed, since the lot number was not provided by the complainant.